Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. The procedure was completed by reconnecting interventional tools video output. The philips field service engineer (fse) inspect the system onsite and changed the inverter and miu communication module but issue persists. Upon troubleshooting actions, fse found that problem with x-ray tube. Fse replaced the tube and checked the system, found that there was a problem with the x-ray generator, hivo unit. A review of the system logfile identified a malfunction related to the reported problem. Fse replaced the hivo unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system x-rays were not possible. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.